Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00x28 synergy ii stent was selected for use. During preparation, when the stent protector was removed, the stent came off the balloon inside the stent protector. The device never went inside the patient's body. The procedure was completed using a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. Stent had detached from balloon and was returned with the device for analysis. A visual examination of the stent found the stent damaged with struts bunched and overlapping in the midsection. The struts at the proximal and distal ends showed minimal damage. The product stent protector was returned for analysis with the device and the inner diameter was measured and was within specifications. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident across the entire length of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00x28 synergy ii stent was selected for use. During preparation, when the stent protector was removed, the stent came off the balloon inside the stent protector. The device never went inside the patient's body. The procedure was completed using a non-bsc stent. No patient complications were reported.